Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed". The patient's concurrent conditions included vaginal bleeding, hypertension since 2008, uterine leiomyoma since (B)(6) 2013 and menorrhagia. Concomitant products included hydrochlorothiazide since 2008 and losartan since 2008. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("abnormal bleeding menorrhagia"). On an unknown date, the patient experienced mood altered ("mood changes "), fatigue ("fatigue"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia") and weight increased ("weight gain"). The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, mood altered, fatigue, female sexual dysfunction and weight increased outcome was unknown and the vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, mood altered, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure insertion procedure: the right coil was released with good placement- 6 coils. The left tube where the identical procedure was performed- 3 coils. The patient tolerated the procedure well. Uterine fibroids were diagnosed in removal procedure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, vaginal bleeding. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet provided and medical records provided. Information added: reporter information, patient¿s date of birth, medical/drug history, essure indication, insertion/removal dates based on medical records, events (mood changes, fatigue, apareunia, dyspareunia, weight gain, pain updated to severe abdominal pain, abnormal vaginal bleeding, abnormal bleeding menorrhagia, essure confirmation test was not performed), essure insertion and removal procedure details. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she need additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.